Event description:
Call received from medical clinic on 01/04/2012 states: save to disk for device that had por. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).